Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we found some cases with similar fault description (stitching inside of sling loop failed), which were found to relate to use error. The trend observed for reportable complaints with this failure mode on slings is considered to be low and stable. The sling was found not to be up to specification and was used for patient transfer when the problem was detected. As a result it caused or contributed to the event. From our evaluation it appears a use error appears to have caused the complaint; a failure to check for obstructions. The need for this check is clearly stated in the instructions for use (mmx15030.en.m issue 5, dated april 2010). We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no patient or caregiver risk. (B)(4).

Event description:
It was initially reported that: "during the transfer of the patient (from the bed to the toilet) one of the buttonholes was cracked, so the patient fell down; the result is an injury for the patient. Trauma at the back and at the pelvis." The injuries were not of a degree that necessitated hospitalization, only painkillers were applied.